Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported slda was unable to be determined the reported worsening mr seems to be related to the reported slda. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a patient presented with grade 3 degenerative mitral regurgitation (mr) for a mitraclip procedure. On (B)(6) 2023, one clip was implanted to reduce the mr to grade <1. On (B)(6) 2023, the patient returned symptomatic with worsened grade 4 mr. A single leaflet device attachment (slda) was noted. The anterior mitral leaflet was detached, and a new prolapse and flail were noted. There was no valve damage. A second clip intervention was performed to stabilize the slda with an additional mitraclip. The mr was reduced to grade 2-3. The physician was unable to determine why the slda occurred. There were no adverse patient sequelae or clinically significant delay. No additional information was provided.